Manufacturer narrative:
The age is an approximation by the MFR. The device was visually inspected and the driver tip was confirmed to be broken. The lot history record was reviewed and no abnormalities were found relating to this report. The lot met all device specs. The root cause of the failure was found to be due to excessive force used with the device.

Event description:
During a knee acl reconstruction using an arthrocare driver, 25 mm, bilok 2, the tip of the bilok driver broke off into the bilok screw implant and remains in the pt. There is no plan to re-operate to remove the broken portion of the bilok driver remaining in the screw implant. There was no reported adverse consequence to the pt.